Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized due to high blood glucose on unknown date with blood glucose of over 600 mg/dl. The customer¿s current blood glucose level was 400 mg/dl. The customer had mild infection while being in intensive care unit. The customer¿s daughter also reported that the insulin pump was delivering insulin as she was able to see drops coming out from tubing when tested. The insulin pump will not be returned for analysis.